Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: balloon did inflate, and it detached from the device. It was recovered from the pt cavity. No additional bleeding and no tissue damage were reported. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).